Event description:
Our affiliate reports a pt with a paracentral ulcer. The pt reports contact lens history of 20 yrs of wear. The pt is a smoker. The pt reported wearing acuvue oasys for 6 months and wears on extended wear modality. The pt reports also wearing a prior lens extended wear. The pt reported that in 2009, os was red, but did not consider it to be serious. The pt continued overnight wear and wakened with the eye still red. The eye became painful when the lens was removed. The pt proceeded to the hosp for care. The ophthalmologist diagnosed a paracentral ulcer, less than 3mm in diameter. A sample of the cornea was taken for culture. Culture result was positive for infection. The pt was treated with ciloxan, tobradex, another antibiotic and a lubricant. Visual acuity is decreased, but as lesion is outside the visual axis, final outcome is not known. Product in question was not available. A device history was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional info is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly mgmt review meetings.

Manufacturer narrative:
Device labeling single use or reuse. Device discarded - unable to f/u.